Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly patient encountered loss of prime alert twice shortly after completing the prime step. Patient reported that cartridge cap was secured properly, no change in temperature or force, cartridge was cycled before use, and did not reuse cartridge. During trouble shooting, patient used a new lot of cartridges and reported that the cartridge was easier to cycle than other lots. Patient was able to complete the prime steps without loss of prime warning using this particular lot of cartridge. This complaint is being reported because the reported issue with the lot of cartridge that initiated this complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2013-device evaluation: a retain sample from the same lot of cartridge was tested by product analysis on 01/10/2014 with the following findings: review of incoming inspection record indicated that the lot met release criteria. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it had met all passing criteria. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2: date of submission 03/13/2014-device evaluation:the cartridge was returned to animas and tested by product analysis on 02/21/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed on the returned product and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.